Manufacturer narrative:
Device evaluation summary: upon receipt the device contained clear gel. No foreign material was observed within the device and gel was observed on the shell surface. During the examination the device two rent were observed on the anterior aspect, measuring approximately the rent a 0.5 cm and the rent b 0.7 cm. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device to avoid compromise the device integrity. No other anomalies observed. Rupture complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that rents are sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint condition were identified. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number ip-00505814. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) female underwent breast augmentation with a 550cc mentor memorygel breast implant and experienced left sided capsular contracture and rupture post procedure. It was also reported that the patient was involved in a car accident. As a result, prosthesis replacement with a mentor memorygel breast implants was performed on (B)(6) 2019. This report contains supplemental information for mentor psr reference number ip-00505814.